Manufacturer narrative:
The sonicare brush head is an accessory to the hx9330 diamondclean rosegold power toothbrush. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer states that toothbrush head of their hx9330 diamond clean rosegold sonicare power toothbrush had bristles splitting up and falling off. No medical attention sought.